Event description:
It was reported that during lv lead extraction due to capture thresholds anomaly, the physician also decided to extract the rv lead. During an extraction process the physician perforated the ventricular wall, leading to pleural effusion. The chest was opened in attempt to drain the blood from the cavity. Cardiac massage was performed however; the patient went into vt which degraded into vf.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External defibrillation was delivered but, did not rescue the patient. The patient went asystolic and expired. Rv lead electrical measurements were stable and in-range. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).